Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the physical device was not returned for evaluation. Three electronic photos were provided for review. The first photo shows a partial view of the clinician holding the syringe connected to catheter hub of drainage catheter implanted to patient. No cracks were noted on the catheter hub. The second photo show's partial view of clinician holding catheter hub of drainage catheter implanted to patient in which piece of hub was completely separated. The third photo shows a partial view of the drainage catheter implanted to patient in which a piece of hub was completely separated. The investigation is confirmed for the reported catheter hub fracture and identified material separation for second and third device. The investigation is inconclusive for reported fracture for the first device as the provided photo is not sufficient to confirm the event. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (device, method, result, conclusion) section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, a patient underwent an ultrasound guided abscess percutaneous drainage procedure using a navarre universal drainage catheter. Post procedure, the drainage catheter connector was found to be fractured. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records will be performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
The patient underwent an ultrasound-guided abscess percutaneous drainage procedure using a navarre universal drainage catheter. Post the procedure on (B)(6) 2026, the drainage catheter connector was found to be fractured. The procedure was completed using another device. There was no reported patient injury.